Event description:
Related manufacturer reference number: 1627487-2022-02237. It was reported the patient developed an infection at the left lead site. Surgical intervention was undertaken wherein the lead and burr hole cap where explanted. Infection is being treated with antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating the infection has resolved.